Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d4: the serial number of the device was documented as 15721 in the initial medwatch report. This has been updated to 4917. The unique identifier( UDI) has been updated accordingly. The device manufacture date was reported as jul 4, 2017 in the initial medwatch report. This has been updated to jan 26, 2012. D4: UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed pre-test for general condition, leakage, proper function of the triggers and check for roundness. It was also noted that the device had a defective trigger guide and the trigger was stuck and unable to operate which is why the device was unable to start. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery handpiece device, when faced downward, did not work even though the trigger was pressed. It was reported that the delay was less than 30 minutes and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.